Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery was moving around in the pocket.

Event description:
Additional information received reported that the manufacturer¿s representative knew the patient had a pocket revision last year but stated he can't remember if he was there or not, and doesn't remember the date of revision. It was stated that the patient requested the revision only because of discomfort due to placement. It was stated that there were no known issues with the device. It was noted that the patient had change healthcare professionals (hpc) after implant and before the revision.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that on (B)(6) 2013 the patient had a pocket revision because her implantable neurostimulator (ins) was too shallow. It was noted that shortly after the pocket revision the patient found out she was pregnant and stopped using her spinal cord stimulation therapy. It was reported that the patient met with a manufacturer¿s representative ¿about a month ago¿. Additional information received reported that the caller was not aware of the pocket revision when it happened and found out about the revision when she met with the patient "a few weeks ago". It was reported that another manufacturer's representative was present at the pocket revision on (B)(6) 2013. It was stated that there were no known device malfunctions. It was stated that it was "difficult to say" whether the revision surgery resolved the issue. It was stated that the patient gained weight during pregnancy and now the ins was implanted too deep. It was stated that they were unable to communicate with the device using the patient programmer or 8840. It was noted that the patient was going to think about what her options are. It was stated that no revision surgery was scheduled at this time.

Manufacturer narrative:
(B)(4).